Event description:
During biomed testing and routine preventative maintenance of the device, the unit would charge to 150 joules when the selected energy setting was only 100 joules. The complainant indicated that there was no pt involvement in the reported malfunction.